Event description:
During shift check, the autopulse platform (s/n (B)(4) displayed fault code 42 (force overload tripped) before delivering the first compression. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed fault code 42 (force overload tripped)" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported fault code 42 was the defective load cells. The broken top cover and defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed several physical damages, unrelated to the reported complaint. The platform's top cover was broken with deep scratches, and there was a large crack near the lcd. Also, the UDI product label was difficult to read, as it was scratched and worn at multiple locations. The observed physical damages are the characteristics of harsh impacts and user mishandling. The top cover and UDI label need to be replaced to address the issues. During further inspection, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in september 2014 and is almost 8 years old, well beyond its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate will be deburred to resolve the problem. The downloaded archive data revealed multiple fault codes 42 (force overload tripped) around the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform failed to deliver compression and displayed fault code 42, confirming the reported complaint. A load cell characterization test confirmed that both load cell modules were over-reported (defective), and they will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).